Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located at the severely tortuous and calcified mid left anterior descending (lad) artery. A 12 x 3.50 promus premier¿ stent was selected but could not cross the lesion. Several attempts were made to cross the lesion but failed. The device as removed from the patient and it was noted that the distal side of the device was damaged. The procedure was completed with a premier stent. No patient complications were reported and the patients status was good.

Manufacturer narrative:
Age at time of event: 18 years old or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination of the crimped stent found that a row of stent struts at its distal end were compressed. A visual examination of the tip found no issues with its profile. The balloon was tightly wrapped and was not subjected to positive pressure. A visual examination found no issues with the hypotube profile. A visual examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located at the severely tortuous and calcified mid left anterior descending (lad) artery. A 12 x 3.50 promus premier¿ stent was selected but could not cross the lesion. Several attempts were made to cross the lesion but failed. The device as removed from the patient and it was noted that the distal side of the device was damaged. The procedure was completed with a premier stent. No patient complications were reported and the patients status was good.